Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unexpected restart alarm and external ram crc error. The blood glucose level was 150 mg/dl. The customer reported that they were able to clear the alarm. Customer reported that insulin pump did require rewind. Customer able to complete rewind. The troubleshooting was performed for external ram crc error and declined for unexpected restart alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. Insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected external ram crc error and unexpected restart alarm anomalies noted. (B)(4).